Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was throwing up to 530 mg/dl due to which customer ended up went to hospital. The customer¿s blood glucose level was 250 mg/dl at the time of hospitalization. The customer experienced nausea and had ketones. The customer treated with intravenous insulin. The husband wanted to turn off auto mode. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.